Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during surgery the inside of the connector broke, tip of syringe, during the changing of syringe after the cement 2ml was filled. The tip of syringe remained in the injection cannula, and the injection cannula had to be replaced. It was reported no fragments from device were left in the patient and there was no surgical delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.